Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce the reported system error 322. Further eval determined the cause of the alarm to be a failed upper and lower aux which have been replaced.

Event description:
It was reported that a pump alarmed for a system error 322. The device was being used in the emergency department and there was no pt injury.